Event description:
It was reported that the patient has expired after an implant duration of approximately 0.77 months. Through follow-up with the health-care provider, additional information was received. The patient had a mitral ring (non-edwards device) and a tricuspid ring (edwards device) implanted on (B)(6) 2010 to correct mitral and tricuspid regurgitation. The patient also had insertion of an intra-aortic balloon pump for cardiogenic shock on (B)(6) 2010. The patient's postoperative course was complicated by renal insufficiency, small bowel obstruction, thrombocytopenia with subsequent gi bleeding, respiratory failure with klebsiella pneumoniae and acute cholecystitis. The patient was treated with antibiotics for the infectious disease (klebsiella pneumoniae). Throughout the course of her stay in the CT-ICU the patient's neurologic status had returned back to baseline. On (B)(6) 2010, the patient discussed with her surgeon regarding her wishes not to continue her care. "She felt that she did not want to proceed with supportive efforts and asked to be made dnr and as well requested to be withdrawn from support." "At approximately 2 p.m. On the afternoon of (B)(6) the patient was started on a morphine drip per protocol and was withdrawn from the ventilator and placed on 40% trach collar. At approximately 4:55 p.m. The patient was found to be pulseless and without spontaneous respiration. The patient was pronounced at 4:55 p.m. On (B)(6), 2010."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.